Event description:
It was reported that the physician had felt resistance during insertion of the device proximally and had forced the device to the om. He could not cross the lesion and during removal, the stent was no longer on the stent delivery system. The stent dislodged in the very distal portion of the circumflex. No retrieval was attempted and no adverse outcome was noted to the pt.